Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with unknown blood glucose level. Customer reported that the insulin pump had blank display, one of the buttons had to press a couple of times to work and received random no delivery alarm. The insulin pump will not be returned for analysis.